Manufacturer narrative:
(B)(4). The complaint flexitrunk nasal tubing has not yet been returned. A follow up report will be provided upon completion of our investigation. Device not returned to manufacturer.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a flexitrunk infant nasal tube had some cracks in the tubing. No patient consequence was reported.